Event description:
A user facility reported that the physician put the lma-proseal in a pt without difficulty and noticed it was not holding inflation. He removed it and used another lma. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.